Manufacturer narrative:
A sister sample is available for investigation. Device has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a 7" (18 cm) appx 0.72 ml, pressure infusion (400psig) ext set w/microclave®, purple clamp, rotating luer where it was reported there was saline/blood exposure due to the equipment leaking during infusion. It was stated that when extension set w/ male luer is attached to the indwelled intravenous (IV) catheter and the saline flush is administered, blood and saline leaks at the connection of the extension set and IV catheter. The event was noted during the initial flush post connecting the tubing to the end of the IV hub. Nurses and techs have said when attachment is being made to the IV catheter it feels like it is cross threading and hard to twist, and not secure. Therapy was delayed, due to needing new extension tubing and needing to clean up the patient / area prior to taking patient to be scanned. There was a very small amount of blood loss. The product was not reprocessed or re-sterilized and no defect was noted. There was no blood exposure to the skin, however there was saline and blood leaking on patient¿s clothing and the area of where the IV was started. There was patient involvement, however, no report of patient harm.

Manufacturer narrative:
Received one-hundred new. List #b3361, 7" (18 cm) appx 0.7 ml, pressure infusion (400psig) ext set w/microclave¿, purple clamp, rotating luer; lot #13792297. (B)(4) samples were randomly selected to be tested to represent the received lot. The reported complaint of a leak could not be confirmed from the samples received. The samples were tested at met all product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 5/24/2024.